Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all implants released to the field of lot number 082250 (15 implants mfg and 11 sent to medacta USA) conform to the specification valid at the time of MFR.

Event description:
Surgeon started with the standard size 0 broach and continued broaching up to size 3. The final implant was a size 3 and the surgeon heard a crack. A slight fracture of the calcar bone. The crack was repaired with a cable and the case was finished successfully. The pt was put on restricted activity after surgery and observed closely. There is no additional medical intervention or revision surgery expected.